Event description:
Pt with dual chamber medtronic synergist pacemaker. Pacemaker was at end of life and ventricular lead was dysfunctional. This ventricular lead has a long history of premature failure. Plan was to implant a new generator and ventricular lead. A new sys including new generator and atrial and ventricular leads was implanted in left pectoral area. Pt coded and died shortly after new sys was implanted. Not sure pacemaker had anything to do with pt's death.